Manufacturer narrative:
1818910-2019-121009 is being retracted since the complaint was determined to involve a non-depuy device. There is no report of an adverse event involving a depuy device.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hex tip became rounded because of wear.